Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history record (lhr) of rexi0120 showed no other similar product complaint(s) from these lot numbers.

Manufacturer narrative:
The complaint of a cut catheter was confirmed and the cause appears to be use related the product returned for evaluation was one 4fr single-lumen groshong nxt clearvue catheter. Usage residue was seen throughout the catheter. A longitudinal split resulting in complete separation of the distal end of the catheter was seen at the three -way groshong valve region microscopic examination of the split site revealed sharply formed fracture edges. The fracture surface was also planar in shape throughout the split region. These characteristics are indicative of a cut using a sharp instrument, such as a scalpel. According to the description of the event, during catheter removal the catheter was cut open a warning regarding accidental device contact with a sharp instrument is provided in the IFU.

Event description:
It was reported that the patient had the catheter with him for 8 months. During the catheter removal when the treatment was completed, it was found broken at 2-3 cm at the end of catheter. Therefore immediately tied the tourniquet above the vascular and invited the surgeon to had a consultation, and finally cut open the catheter at about 2-3 cm and removed the catheter residual. After the bandage treatment of the wound, the patient was discharged for rest.

Event description:
It was reported that the patient had the catheter with him for 8 months. During the catheter removal when the treatment was completed, it was found broken at 2-3 cm at the end of catheter. Therefore immediately tied the tourniquet above the vascular and invited the surgeon to have a consultation, and finally cut open the catheter at about 2-3 cm and removed the catheter residual. After the bandage treatment of the wound, the patient was discharged for rest.